Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: bmw universal ii; inflation: 20/30 priority pack; rhv: copilot. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device absorb bioresorbable vascular scaffold (bvs) system is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous, eccentric de novo lesion in the distal circumflex artery. Pre-dilatation was performed with a 2.5 x 12 mm rx trek and a 2.75 x 15 mm rx voyager. The absorb was able to be advanced to the lesion, but the scaffold failed to deploy. There was some reported resistance met at the bend in the vessel during advancement of the absorb. In the physicians opinion there was a leak in the system or balloon. The inflation device was changed, but the balloon still could not be inflated. The procedure was successfully completed by stenting with a drug eluting stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported inflation issue and leak could not be replicated as the returned device was not returned in a condition in which the test could be performed. The reported physical resistance with the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.